Event description:
I started having pain in my right side. It never seems to go away and was getting worse. I went to the emergency doctors, they couldn't figure out what was wrong. After many ER visits and being referred to different doctors, we decided to do exploratory surgery. During this, dr. Anderson at the budge clinic in logan utah discovered that both my fallopian tubes were severed. The clips had fallen and wedged up by the main artery running threw my body. No one seems to care, but these clips aren't where they should be. I have suffered from pain, menstrual problems, hormone issues etc. I have a hard time remembering things so at the moment this is about all details in can think of.